Manufacturer narrative:
The report is filed september 29, 2015.

Event description:
Per the clinic, the device was explanted on (B)(6) 2015, due to electrode migration. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report, (B)(6) 2015.